Manufacturer narrative:
(B)(6). Investigation summary: bd received a used sample and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for underfill with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and testing and upon completion, the issue relating to underfill was not able to be duplicated. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance during manufacturing of the product. The bd vacutainer® cpt product insert instructions for use provides direction on prevention of backflow. Since some evacuated blood collection tubes contain chemical additives, it is important to avoid possible backflow from the tube, which could lead to adverse patient reactions. Precautions to guard against backflow are outlined in the instructions. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for underfill with the incident lot was observed. Additionally, evaluation and testing of the customer samples was conducted and underfill and backflow was not observed. Root cause description : based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use of the bd vacutainer® cpt¿ cell preparation tube with sodium heparin there was difficulty in collecting blood sample. Two blood samples were taken earlier with the same blood collection tube, but blood could be collected without problems. It is said that it has flowed back in the third run.(blood does not enter the tube, it seems to have made a backflow immediately). Flash back occurred during blood collection in the 3rd tube. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: jms safety sv set 21 g and nipro luer adopter were connected. Flash back occurred during blood collection in the 3 rd tube. On the 1st and the 2nd tube, hcp used the same tube as the 3rd and drew blood with no problem.